Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Placement signal issue: data logs were reviewed and the issue was confirmed. Based on the patterns noted in data logs, the cause of the placement signal issue was determined to be dp sensor drift. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. While on support, there was a placement signal not reliable alarm. Motor current is unchanged so no action taken to address the issue and support continued without any further reported issues. . Patient feels great, and his breathing is much better. No patient harm reported due to the issue. Later after few days of support there was purge issue for which purge cassette was changed. The purge cassette is reported under separate report.